Event description:
Ballard has no first-hand knowledge of the allegations, but is relaying the info received from outside sources pursuant to federal regulations. The user stated: "when the catheter is pulled back after suction, the withdrawal is not complete in the sleeve and the distal end of the catheter comes back little by little to obstruct the gas coming out, inducing a hyperpressure." "A circulatory arrest for a pt despite an immediate intervention after the alarm of the ventilator."